Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had prime fill anomaly. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that the insulin squirts out during priming. The customer states insulin pump had scratches on screen which makes difficult to read the screen. The customer stated that insulin pump had rewind anomaly and it gives no delivery alarm. The insulin pump will not be returned for the analysis.